Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation catheter was used in the bronks during a dilation of bronks procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results. A visual and microscopic examination of the returned complaint device found that the balloon bond detached, which does not confirm the reported event of balloon burst. The catheter of the device had no damages. It was also noticed that the internal lumen of the catheter was stretched. This failure is likely due to factors encountered during the procedure, such as the manner on how the device was handled and manipulated may have caused the reported and encountered problem. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation catheter was used in the broks during a dilation of bronks procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event.